Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the system. Customer care recommended that the user re-link their sensor to clear calibration buffer and any possible calibration misalignment. Post re-link, the sg and bg were in better agreement. The user was advised to continue using the system and to call back if the discrepanices persisted. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 27th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.